Event description:
It was reported by the perfusionist that the lid fell off two system 1 roller pumps, once during the week of (B)(6) 2012 and will be reported on this MDR report. The second occurrence will be referenced on MDR report #1828100-2012-00109. At this time, we have no information as to which two pumps had the issue, nor the day it occurred. A field service rep is scheduled for a service inspection in (B)(6) 2012, and will provide more details.

Manufacturer narrative:
A field service representative will be performing preventative maintenance on a total of fourteen (14) system 1 roller pumps in (B)(6) 2012, to replace all the lids and hinges, as a request by the customer. Twelve (12) of the units are not reportable issues, as more of a customer preference and precautionary measure.1. (B)(4).